Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed due to calcification. The valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus over a non-medtronic guidewire, and the valve was fully deployed. Following valve deployment, under expansion of the valve frame due to heavy calcium was observed. Upon withdrawal of the dcs, the nose cone caught on the under expanded valve frame, causing the valve to dislodge. Subsequently, the patient was taken to surgery where the dislodged valve was explanted from the patient and a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a1. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.